Event description:
It was reported that after a right laparoscopic hemicolectomy procedure, 36 hours later, the staple line opened and caused acute septicaemia. The patient developed acute peritonitis, required blood transfusion and eventually passed away. Since the problem arose 36 hours after surgery, the involved device and the corresponding lot number were not kept. No device will be returning.

Manufacturer narrative:
(B)(4). Information received stating the court found no product defect.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional followup: a criminal investigation has been initiated for this case and many people at hospital are involved in this investigation, as a result limited information is available. Here is a summary of the details contained: the product code shown on the report is sc60 but the lot number is unknown. Date of event: (B)(6) 2012. Patient initials and age: (B)(6). Event description: during a right videolaparoscopic hemicolectomy, this stapler was used to perform the section of the transverse colon. The staple line was checked and was normal. Thirty-six hours later, the patient had to undergo a new surgery due to dehiscence of the staple line: the metal staples were open. The injured tissue had to be removed and a terminal ileostomy had to be performed. The patient is currently in the intense care unit. The patient has since passed.